Event description:
It was reported that the pt's stimulator was not working after bending slightly at the waist. It was confirmed that the lead/wire was fractured. Several months later, the pt noted not having any luck recharging, it "didn't work". Compliance was an issue. The pt was being treated for psychiatric issues unrelated to the stimulator that time. The neurostimulator was not deep; it was determined to be overdischarged. A physician mode recharge was started. After five minutes, the session was interrupted for the pt to use the bathroom. When the pt returned, and the green start key was pressed, a normal recharge screen and power on reset (por) screen were noted. The por was cleared and the pt recharged normally with 7 bars coupling. Due to the pt's psych issues, the exact history of the stimulation could not be obtained.